Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated metal ion levels. During the revision, the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. A non-conformance was identified for the castings inspection procedure paperwork for the bhr head and bhr cup. However, all supporting documents confirm that this was an acceptable product when released. No medical documentation or information was provided for investigation. The reported event cannot be assessed and a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to elevated metal ion levels.